Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 6; reference MFR. Report# 1627487-2018-08284, reference MFR. Report# 1627487-2018-08285, reference MFR. Report# 1627487-2018-08287, reference MFR. Report# 1627487-2018-08288, reference MFR. Report# 1627487-2018-08289. It was reported the patient experienced discomfort (described as pain). Reportedly the patient underwent surgical intervention (B)(6) 2018 wherein three leads were explanted and replaced with two leads. Post the lead replacement procedure, the patient experienced groin pain. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the original final lead was explanted. It was unknown which leads were explanted and replaced, therefore all of them are being reported.